Event description:
It was reported that the spinal cord stimulation (scs) patient has notice that the implantable pulse generator (ipg) was taking double the amount of time to charge. The patient underwent an explant procedure. Patient did well post operatively. The explanted device will not be returned as it was discarded during surgery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device.